Event description:
Per the nurse at the surgeon's office, an upper gi was done with contrast and the band was noted to be in the correct position. There was some narrowing noted, but no signs of obstruction. The patient was given the option to have fluid removed, but refused, stating that she was almost at her goal weight. The patient has not contacted the office since (B)(6) 2012. Per the nurse, there is nothing wrong with the band.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.device location unknown.

Event description:
It was reported the patient that post implant a lap band procedure was in 2010., began to have vomiting and is hypokalemia. A gi was performed on (B)(6) 2012 and was found the band has slipped and migrated around the esphagus. The patient was scheduled to see the surgeon on (B)(6) 2012. Unable to follow up as the phone number provided is a non working number.